Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: a competitor¿s device was used to complete the procedure. Did any pieces fall into the patient? No. Will all pieces be returned with the device? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded?

Event description:
It was reported that during a gastro-duodenal-pancreatectomy procedure, at the time of the first firing, the firing button broke. The surgeon requested another stapler and the procedure continued without damages to the patient. The surgeon used another stapler to continue the surgery, because the device did not work properly.